Event description:
Right hip fracture following fall. Operation performed; right hip hemiarthroplasty with cement and self-centering acetabular bipolar cup. Approx 2 hours and 30 minutes into procedure, after cement placed in and prosthesis placed in and waiting for cement to harden, pt's bp started to lower. No significant blood loss. Pt's pressure did not rebound. CPR initiated. After 30 minutes, pressure unable to be maintained. Pt expired. No autopsy performed.